Event description:
It was reported that the surgeon was not able to insert the rod in a sextant construct. The knob of the rod inserted was jammed and didn't permit to fix it to the screw extenders. The rod was finally inserted "after the physician had to open the pt's back instead of a minimally invasive surgery". No pt complications reported.

Manufacturer narrative:
Device has not been explanted and/or returned; therefore product evaluation is not possible. Unable to determine the cause of the event.